Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her meter was showing her blood glucose level as 406 mg/dl but her old meter was showing 356 mg/dl. Customer stated that her sensor was reading at 263. Customer was treating her high blood glucose with the pump and does not want to troubleshoot the pump as she just put it on yesterday and was told she could go higher. Customer stated that her health care professional is going to adjust the settings after she gets used to the pump. Customer was advised never to treat from the sensor. Customer is treating with the pump and does not want to troubleshoot as she just put it on yesterday.